Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Event description:
The facility representative contacted baxter to report a colleague infusion pump that had a battery issue. There was no adverse event, patient injury or medical intervention associated with this report. During the product evaluation, it was discovered that the battery depleted set alarm occurred during infusion which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version for this device is 5.05.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor smiliar reports to determine if further actions are needed.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause was depleted main batteries. The batteries were replaced. A follow-up medwatch report will be submitted if additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.